Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that there was no endoleak type 1b; however, there was an endoleak type 3a of the right common iliac artery with complete component separation and secondary endovascular procedure adverse event/incident(s) are confirmed. This moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest sac growth in the right iliac artery of 20mm occurred that was not included in the event as reported. These findings were discovered during an examination of the 97month post implant CT scan. The most likely causation for type iiia endoleak of the right common iliac artery with complete component separation is user related. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. There was no aaa, only a right common iliac aneurysm at index (off-label). The right common iliac artery measured 52mm at the distal fixation site (should be 10-23mm) - off label. Procedure related harms of this complaint could not be determined with the medical records available for review. The final patient status was reported as being discharged home on the first post-operative day following a secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. B2: outcomes attributed to ae ¿ updated. B5: describe event or problem ¿ updated. G3: awareness date ¿ updated. H6: medical device problem codes ¿ remove code 3190. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft, and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately eight (8) years post initial procedure the patient presented with an endoleak type 1b and an iliac limb extension separation from the bifurcated stent graft. An intervention has been planned to address these issues. Subsequent to the initial report, reintervention was completed with implant of an afx vela infrarenal. Additionally, clinical assessment refuted the reported endoleak type1b and confirmed that there was an endoleak type 3a with component separation. There was evidence to reasonably suggest sac growth in the right iliac artery of 20mm occurred that was not included in the event as reported. The sac growth was discovered during review of the 97 month post implant CT scan.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft, and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately eight (8) years post initial procedure the patient presented with an endoleak type 1b and an iliac limb extension separation from the bifurcated stent graft. An intervention has been planned to address these issues.